Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the right ventricular (rv) lead: erratic pacing spikes, undersensing, intermittent/non-capture, diminished r-waves, variable/high thresholds, low impedance, noise, and oversensing of v-v intervals. It was later confirm by chest x-ray that the rv lead had dislodged. The rv lead is scheduled to be revised and remains in use. No patient complications have been reported as a result of this event.